Event description:
Procedure: roux-en-y. According to the reporter: after discharge the staples did not all stay secure and tissue bled requiring staple line to be oversewn. The or time was extended beyond 30 minutes. Patient and procedure information reported as female, roux-en-y gastric bypass.